Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "(B)(6) 2022 ¿ (B)(6) 2023" and will be as followed: (B)(6) 2022. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "error" message and was unable to obtain readings. As a result, customer experienced "tired, dizzy, energy drained confused" and was able to self-treat with insulin, and required hcp administration of insulin "200 each around 3 or 4 doses" for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An error message was reported with the adc device. Customer received a "error" message and was unable to obtain readings. As a result, customer experienced "tired, dizzy, energy drained confused" and was able to self-treat with insulin, and required hcp administration of insulin "200 each around 3 or 4 doses" for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.